Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred during use with a bd vacutainer® lh 170 i.u. Plus blood collection tubes. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: in 3 lihep 10ml tubes 367526 with lot 9133901 the blood was clotted.

Event description:
It was reported that clotting occurred during use with a bd vacutainer® lh 170 i.u. Plus blood collection tubes. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: in 3 lihep 10ml tubes 367526 with lot: 9133901 the blood was clotted.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to clotting were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text.